Event description:
It was reported that the patient underwent a plif to fuse l4-5 using min - invasive procedure. It was reported that the plugs in the left side could not be broken off. Pedicle screws on both cranial and caudal were replaced to new ones, and the plugs were tried again for the same result. So, the pedicle screw on cranial and the inner sleeve of the extender were replaced. By this replacement, the plugs could finally be broken off.

Manufacturer narrative:
(B)(4): the part is not approved for use in the united states; however, a like device catalog #8670855, 510k #k000453 was cleared in the united states. The devices were not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of device history records is not possible at this time without additional device information.